Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 in order to treat pelvic organ prolapse and stress urinary incontinence and mesh and boston scientific obtryx were implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, urinary/bowel problems, bleeding, and dyspareunia. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and boston scientific obtryx were implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 06/14/2016. It was reported by an attorney that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic hysteropexy, and cystoscopy.